Event description:
It was reported that in the literature review "a double-blinded randomized controlled trial of coblation versus conventional dissection tonsillectomy on post-operative symptoms"; 11 patients experienced secondary bleedings after coblation tonsillectomy surgeries using evac 70° coblation wands. The amount of bleeding was not specified. However, 7 patients required general practitioner (gp) visits, 2 other patients required hospital visits, and 2 more patients were hospital admitted. The outcomes of the patients are unknown, and no further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Article: philpott, c. M., wild, d. C., mehta, d., daniel, m., & banerjee, a. R. (2005). A double-blinded randomized controlled trial of coblation versus conventional dissection tonsillectomy on post-operative symptoms. Clinical otolaryngology, 30(2), 143-148.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A clinical review states the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.